Manufacturer narrative:
FDA assigned recall # z-632-8.

Event description:
It was noticed that an ede 1210h meditrace AED electrode wire detached from the pad with no obvious stress prior to placement on a pt about to have an electrophysiology study. The product was not used and there was no impact on the pt in this case. The customer stated this case was not an emergency, however expressed concern regarding what would happen if this had occurred in an emergency situation.